Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller (ec)was returned for failure analysis, and the reported failure was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported failure. System logs found error 48406, illuminator watchdog timeout, reason: dcib and 48221, a communication error between the scope and ec occurred; reseat scope connection (possible scope or ec), confirming the fault occurred in the field. The ec was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. Recoverable fault 48406, "endoscope self-test failed. Clean connector or replace endoscope." When reviewing the system error logs, errors 48406 and 48221 were replicated. The dual camera interface board (dcib) was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope connector. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the endoscope connector for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing endoscope self-test failed messages. Prior to calling in, the customer swapped the endoscope and rebooted the tower with no change. The technical support engineer (tse) had customer hard reboot tower with no change. Tse had customer try a third endoscope with no change. Tse noted issues with endoscope sn: (B)(6). Tse recommended customer swap out tower. The or staff present in the room were not comfortable swapping out the vision side cart (vsc) and were waiting for assistance. The customer to call back in when they are ready to swap towers. The procedure was aborted to another da vinci system with no indication of patient injury.